Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation: non-healthcare professional. Investigation: the reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: vena cava/organ perforation, tilt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog and lot numbers are unknown. The alleged tulip is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Patient allegedly received an implant via right common femoral vein. Per a computerized tomography (CT) scan of the abdomen dated (B)(6) 2019 (reading 1), ¿cook ivc filter with vertebral body perforation, tilting with apex against the ivc wall and no fracture, stenosis or migration.¿ per a CT scan of the abdomen dated (B)(6) 2019 (reading 2): ¿ivc filter is in place 1.5cm inferior to the renal vein and ivc confluence with tip of the ivc filter along the posterior left lateral wall. Extraluminal extension of a posterior strut to adjacent l2 vertebral body demonstrated with adjacent heterotopic ossification along the anterior aspect of l2 vertebral wall.¿

Event description:
Patient allegedly received an implant due to trauma. Patient is alleging tilt and organ perforation. The patient further alleges fear, anxiety, post-traumatic stress disorder (ptsd), anger issues, chronic insomnia, depression, seizures, and migraines.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6, b7, d1, d4, g5, h4, h6. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fear, anxiety, post traumatic stress disorder (ptsd), anger, insomnia, depression, seizures, migraines. Unknown if the reported fear, anxiety, post traumatic stress disorder (ptsd), anger, insomnia, depression, seizures, and migraines are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.